Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the probe unit broke off and dropped inside the pt. It was further reported that the surgeon had to retrieve the broken piece. Further, there was a delay in the case for an unreported length of time. It was further reported that the case was successfully completed and no report of adverse consequences to the pt.